Event description:
During the procedure the physician was able to place a stent across the lesion, however, the stent migrated forward slightly at the distal aspect of the stenosis. The physician elected to place a second stent and it deployed without incident. It was noted that the physician then dilated the vessel with a balloon catheter and the patient experienced a brief change in consciousness that resolved as the balloon was deflated. The patient was transferred to the recovery room the stable condition.